Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and is cracked around the battery compartment. Customer's blood glucose was 173 mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The power management graph was within specification. No unexpected low battery alerts or failed battery test alarms were noted during testing or in the format history file. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with a cracked case on battery tube area and a faded serial number label. The pump was received with a scratched casing, minor scratches on the lcd window, a damaged keypad overlay texture, a pillowing keypad overlay and a peeling end cap address label.